Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 288 mg/dl at the time of incident. Troubleshooting advised customer that a new pump would be provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime due to motor high current draw. The insulin pump was received with corroded battery tube, cracked case at the display window corners, minor scratches on the case and minor scratches on the lcd window.